Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis.the cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotic therapy (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as "possible infection via the exit site when bathing and the patient left primary symptoms untreated and failed to consult the event to the hospital timely". On the same day as the event onset, the patient was hospitalized for the event and treatment with reguneal lca 2.5 and extraneal therapy were discontinued. The patient was treated with unspecified antibiotics (no further details was reported) for the event. At the time of this report, the patient has not recovered from the event. Reguneal hca 1.5 therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.